Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use.